Manufacturer narrative:
This is 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation/rupture on a2 (no issue during thrombectomy on left m2). It is noted that the adverse event has possibly relationship to the subject study retriever device, stroke (disease under study). The outcome of the adverse event was resolved with clinical sequalae. No further information is available.

Manufacturer narrative:
Although the DHR (device history review) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: patient vessel perforation. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. Therefore, further attempts will be discontinued at this time. Should any information become available that could potentially impact the current assessment decision of this record and/or the root cause of the investigation, the record will be reopened to incorporate and assess the information accordingly. The reported ¿patient vessel perforation¿ is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation/rupture on a2 (no issue during thrombectomy on left m2). It is noted that the adverse event has possibly relationship to the subject study retriever device, stroke (disease under study). The outcome of the adverse event was resolved with clinical sequalae. No further information is available.